Event description:
Ventilator on vent-dependent pt shut off without warning. Respiratory therapist and rn were at bedside and were able to intervene immediately when they saw the screen on the ventilator go blank and the ventilator stop functioning without warning.